Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that the handpiece's motor was generating a metal on metal scraping sound and there was a slight vibration. During repair, it was determined that the motor was worn out, causing the slight vibration and noise due to normal wear over time. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cleaning and testing process, it was discovered that the motor of the handpiece device was generating a metal on metal scraping sound and there was a slight vibration that was expected from a worn out broken motor. It was further reported that the device did not trigger any of the error codes designed to alert the user that the device was faulty. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.